Manufacturer narrative:
Device passed the displacement test and self test. No unexpected pump error 15 or pump error 63 alarms noted during testing however, pump error 15 alarm was found in the formatted history file due to a software error. Pump error 63 alarm confirmed in the device history due to broken trace at pin at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had pump error was occurred. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer perform auto test and error was occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.